Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2004 and a mesh was implanted due to repair of incisional hernia right above the umbilicus. It was reported that patient underwent a laparoscopic lysis of adhesions and an intraoperative transgastric remnant gastroscopy on (B)(6) 2013. No additional information was provided.